Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4). Product type programmer, patient date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) has been having issues with their controller freezing up / going unresponsive or turning completely white for the past 1.5-2 months. Pt stated this tends to happen when trying to recharge their implant and they must remove the battery pack to reset it. Pt stated that 3 weeks ago they met with a manufacturer representative (rep) for programming and the controller (ptm) went unresponsive 3 times while they were trying to use it. Pt added that they have also started to see an alert to "replace controller batteries" occasionally. Pt stated sometimes when they can get connected to the implant for charge, the ptm will read "recharging excellent¿, but the implant battery will not increase, and they must reset the battery again. Pt examined the equipment for damage; noted no visible damage. Pt connected the recharger and began a charge session, initially had ¿excellent recharging¿ but then got "poor recharge quality" and tried again. Pt added that the equipment is very picky and sometimes if they set the controller down it loses connection even if the paddle hasn't moved. Pt stated they can tell when the devices are going to connect because they feel a tiny shock in their back. Patient services (ps) confirmed that the pt was feeling the jolt internally. A replacement controller was requested.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They did not know what led to the device problem and had no changes in activity or programming. The programmer was replaced and that seemed to have taken care of the problems that pt was having. Pt thought that the programmer was problem from the start. Changing the programmer out seemed to have taken care of the problem.